Event description:
Per the patient's parent, the patient did not perform up to expectations with the cochlear implant system. The results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reprogramming the sound processor did not resolve the performance issues. An x-ray (date not reported) reportedly suggested that the electrode array was not appropriately situated in the cochlea. Explantation/reimplantation surgery is planned, but has not been scheduled as of the date of this report, nine months later.

Event description:
The collimator was hanging by the detent pin that was stuck on the lip of the collimator bracket. The detent mechanism was bent and damaged. The top cover was lying on the counter.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
(B)(4). Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was reimplanted with another device. (B)(4).